Manufacturer narrative:
For the one reported information, the device was returned to bd and evaluated. The lot number was provided for the one malfunction; therefore, a lot history review is currently being performed. The investigation identified a break for the returned device. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601620 port and catheter accessories allegedly experienced a break. This information was received from one source. Of the one break malfunction, one involved a patient with no patient consequences. There was no provided patient information.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned for evaluation. The investigation confirmed for fracture. A definitive root cause could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601620 port and catheter accessories allegedly experienced a break. This information was received from one source. Of the one break malfunction, one involved a patient with no patient consequences. There was no provided patient information.